Manufacturer narrative:
Conclusion not yet available; evaluation in progress.

Event description:
A durable medical equipment (dme) supplier reported a thermal event in a heated humidifier device. There was no pt harm or injury reported. The manufacturer received the device for evaluation. The investigation is on-going. A follow up report will be filed at the conclusion of the manufacturer's investigation.